Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the right groin access was successfully obtained for impella placement. The interventional cardiologists then attempted left groin access using a 6 french sheath; however, the sheath could not be advanced. The cardiologist removed the sheath from the left side and achieved hemostasis through manual compression. The right groin was utilized for single-access pro pci. Pro pci was successfully performed via the right groin, with the impella device providing left ventricular support throughout the procedure. At the completion of the procedure, the patient developed tachycardia and hypotension. Clinical assessment revealed a left groin hematoma with active bleeding. Hemodynamics stabilized, and a vascular surgeon was called to assist with the left groin bleed. Hemostasis was successfully achieved. The impella was explanted at 18:00 once the patient was stabilized. The patient was then taken to the operating theatre for groin exploration and surgical repair of the left groin.

Manufacturer narrative:
B5 of the initial report incorrectly reported a left groin hematoma with active bleeding, requiring surgical intervention. It was confirmed that no delivery issues occurred with the impella, and the initial report was not required. Codes e0505 and e0506 have been updated to e2403. Code f19 has been updated to f26. Code a150204 has been updated to a25.